Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the pump history that would indicate a malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no defects found on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that on (B)(6) 2011 the patient was running a blood glucose (bg) of about 500mg/dl. Subsequently, the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The patient was taken off the pump and put on intravenous insulin. The family member reported that the patient's bg has been running high at baseline for the past few weeks. The family member stated that the patient is going through a growth spurt and shows signs of puberty. Customer support (cs) reviewed the pump with the family member and all history settings are correct. The family member confirmed there were no site/set issues. A follow-up call was made by the family member on (B)(6) 2011 and she reported that the patient is still in the hospital. The basal rate was increased per their healthcare professional and the patient was placed back on the pump and her bg remained elevated. The healthcare professional would like the pump to be replaced. This complaint is being reported because the patient's healthcare professional alleged that the pump may have caused or contributed to the hyperglycemia.